Manufacturer narrative:
(B)(4). Date of initial report: 06/07/2016. The incident grounding pad was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient burn occurred at a grounding pad site during a spinal fusion (anterior fusion t11-l2, posterior fusion t11-l2) procedure. The injury was identified two days post procedure. Three grounding pads were on the patient (left/right upper arm and one on the left upper back). Settings on the generator were 36 for both cut and coag, using both monopolar and bipolar energy. The incident grounding pad was thrown away by the customer. The patient is reported to be stable and no longer in the hospital.